Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event and patient outcome could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2023. The patient¿s pre-implant echocardiogram showed normal right ventricle systolic function; however, the patient experienced right heart failure after pump implant that ultimately led to end organ dysfunction. It was not thought that a device related issue caused or contributed to the right heart failure. The patient expired due to multi system organ failure on 17mar2023. It was reported that (B)(6) would not be returned for evaluation. The device reportedly operated as expected and the patient's outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away due to multi system organ failure. The patient had right heart failure, leading to end organ dysfunction. It was not considered to be device related. The device operated as expected and will not be returned for evaluation. Pre-operative echocardiogram (echo) showed normal right ventricle systolic function.